Event description:
There was difficulty squeezing the ambu bag while ventilating patient. Respiratory therapy discovered white valve that open and closes inside ambu bag was bent. When new ambu bag obtained, there was not difficulty with ventilation.